Event description:
During the paroxysmal supraventricular tachycardia procedure, communication issues with the catheter resulted in a procedural delay. When the catheter was inserted into the heart chamber and connected to the cable, the se indicator on ensite alternated between green and red. The cable was replaced and the ensite was rebooted, but the catheter was not recognized on the se sensor. The catheter was replaced, which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The reported event of a magnetic sensor issue could not be confirmed. The sensors met specifications for acceptable resistance values and no open or short circuits were detected. The eeprom was read and no functional anomalies were noted. The catheter was successfully connected to an ensite x system and was recognized with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.